Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise oversensing was noted on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was stable.

Event description:
New information received notes that the rv lead was capped and replaced on (B)(6) 2025. The patient condition was stable post-procedure.